Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue, despite following instructions to clean the pump and ensure the cartridge had adequate insulin. Technical support guided the customer through the process of filling and loading a new cartridge using the proper technique, which successfully resolved the issue, and the customer was able to resume insulin usage.